Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the valve was implanted at a depth of -3/-3 mm. It was then noted that the valve had popped-up toward the aorta. The physicians think they was due to a bad release of the tabs upon final deployment and catheter removal motion. A 23mm non-abbott valve was implanted valve-in-valve to resolve the event. The patient was fine at the end of the procedure. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the valve was implanted at a depth of -3/-3 mm. It was then noted that the valve had popped-up toward the aorta. The physicians think they was due to a bad release of the tabs upon final deployment and catheter removal motion. A 23mm non-abbott valve was implanted valve-in-valve to resolve the event. The patient was fine at the end of the procedure. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult to remove (entanglement with valve) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported difficult removal (entanglement with valve) could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.